Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits severe devitrification at the output window; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that the fiber beam became unsteady @ 159,110 joules. The procedure was completed using a second fiber @ 207,066 joules. Patient outcome listed as ¿ok¿ reported.